Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial tachycardia/atrial fibrillation (at/af) episodes appear to be noise on the right atrial (ra) lead. It was also reported that the implantable pulse generator (ipg) exhibited noise and emi on the atrial electrograms (egm) only. The ipg and lead remains in use. No patient complications have been reported as a result of this event.